Event description:
It was reported that while docking the rover at the user facility the device leaked and had an internal electrical fire. No medical intervention and no adverse consequences were reported with this event. As this event occurred during docking of the rover at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that while docking the rover at the user facility the device leaked and had an internal electrical fire. No medical intervention and no adverse consequences were reported with this event. As this event occurred during docking of the rover at the user facility, there was no patient involvement and no delay to a surgical procedure.